Event description:
Device returned to manufacturer with report that the device had "died." Follow-up report indicates that the pt returned to the physician's office with "significant return of pain." Pump was examined and found to be nonfunctioning. Pump was replaced and pt is doing fine.